Event description:
A surgeon has reported that the tibial component of a patient's custom distal femur replacement implant has fractured.

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. The tibial component fractured after 7 ½ years in situ. A new tibial component has been successfully implanted with no reported complications. This complaint will be tracked and trended. Please note that this custom implant... Device not returned to manufacturer.

Event description:
A surgeon has reported that the tibial component of a patients custom distal femur replacement implant has fractured.